Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for clotting was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: evaluation of the returned photograph, and testing of the returned samples confirmed the reported defect.

Event description:
It was reported that after centrifugation blood clotted in the bd vacutainer® plastic fluoride/edta tube. No serious injury or medical intervention.